Manufacturer narrative:
The insulin pump received with moisture damage on electronics assembly, broken battery tube thread, broken reservoir tube lip, cracked case near display window corners, and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump was exposed to moisture, and there is moisture under the display. Customer's blood glucose level at the time 170 mg/dl. Unable to troubleshoot. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.